Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that ¿it¿s not working¿; the patient clarified that they continued to urinate frequently and had no control, and had been to the doctor and clinic multiple times. The patient had tried all of their programs already, but they were not sure. The patient connected with their patient programmer and was on program 4 at 3.5v with stimulation turned on. The patient did not know how long they had been on this program and it was noted they tried increasing it ¿probably 2 weeks ago.¿ the patient increased stimulation to a comfortable level at 4.2v. It was noted the patient did not understand the manual, it was not clear how to use the programmer, and the manual was too technical and not real easy for them. No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported they did not feel stimulation and therapy was on. There was no trauma or falls related to the issue. The patient stated that the interstim worked like a miracle at first and then the week previous to the call it just seemed to stop and they started having a lot of leakage. The patient stated they had called a manufacturer representative (rep) on the day of the call. The patient synced and she reported seeing the low patient programmer battery screen. The patient replaced the batteries and was on program 4 at 1.3 v and then increased to 2.6 v and felt a slight stimulation. The patient planned to try that setting and see if it helped the symptoms. The patient noted they had a loss of therapy in (B)(6) 2017. Additional information from the patient on (B)(6) reported the stimulation change did not help their lack of therapeutic effect. The patient changed from program 4 at 2.6 v to program 1 at 2.8 v. The patient planned to follow up with their healthcare professional (hcp) and rep for further guidance. The patient is implanted for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Additional information was received from the patient. It was reported that it was not working and that they were leaking just as much as before. The patient stated it works for a month and then seems not to be effective. The patient stated at one point the guy said the patient was just getting used to it and needed to up it. The patient did not feel stimulation and the therapy was on. The patient was on program 1 at 2.8v. The patient increased to 3.4v and felt stimulation in the correct area. The patient mentioned that they went through a metal detector but did not attribute this to any issue. It was reviewed when the patient would need to replace the batteries in their programmer. The patient called back on (B)(6) 2017 and reported that they were still leaking. It was verified the patient was on program 1 at 3.4 but the therapy was off. The patient turned the therapy back on and changed to program 2. It was suggested the patient contact their doctor to discuss how long to be on a program before making another change. Additional information from the patient reported they had leakage event back to their old symptoms. The patient had they had no control. The patient noted their return of symptoms and not feeling stimulation had been resolved. The patient noted they called on (B)(6) and had another adjustment recently. A patient reported they had a loss or change of therapy. The patient stated that she was having trouble with the implant again and it was ¿not working¿. The patient noted she had a return of symptoms. The patient stated that shew as changing pads every time she went to go to the bathroom. It was noted the therapy was on, but the patient had not tried increase stimulation because she was the instructions and doesn't understand the patient programmer. The patient was able to increase stimulation to a comfortable level during the call. The patient noted that the device worked the whole month of (B)(6) and by (B)(6) it was fading away. The patient stated that she went to the healthcare professional (hcp) the (B)(6) and she ¿worked and worked it¿ and it only last ¿not more than a few days.¿ there were no further complications that have been reported as a result of this event.